Event description:
It was reported that device deployed t1 but t2 not deployed even after several attempts. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle but were returned. Examination of the t/suture construct showed t2 is missing and t1 is missing its distal end. The needle is dramatically bent and twisted. The device was functionally tested for proper actuator advancement and cycling and was found to not to function as intended. The device was not returned in the condition of the reported complaint of t2 non-deployment. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.